Event description:
The pump was received for investigation. Pump problem alarms when pump was booted up in clinical mode. Pump reverted to service mode. Once in service mode, using the bringup tool ran functional test 2, recharge test, pump initially failed recharge test due to not being able to recharge positive. Opened pump to investigate the wiring from the valves and compressor to the main pcba board. Reseated the wire connections on the main pcba board and reattached back cover of pump. Ran functional test 2, recharge test, pump proceeded to pass all subsequent recharge test and hardware test without failures.

Event description:
Customer reports the following: "biomed reported service needed alarm and red lights are lit up. No patient harm. Waiting for biomed to power pump on to get logs. Log files attached on 08-aug-2023." Preliminary review indicates that this was an issue where the pump cannot recharge positive (valve 1 failure). While this did not stop an active infusion, fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no adverse effects were reported. More information is needed to complete the investigation.